Manufacturer narrative:
The cpu pcba was returned for failure analysis. No anomalies were noted during visual inspection of the returned cpu pcba; failure analysis shows that the reported problem could not be reproduced. Annunciator ls1 has no date code. Ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
(B)(6).

Event description:
The medical engineer (me) reported backup alarm failed alarm occurred while the device was in use on a patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. A hospital staff member replaced the device with the same model (v60). Unit was swapped out. The customer contacted product support and requested for service repair. The service technician reported a check was performed but the reported issue was not duplicated. Since occurrence record of diagnostic code 1104 (check vent: backup alarm failed) was confirmed in the event log, cpu board was replaced to prevent recurrence. No other abnormality was confirmed.